Event description:
It was reported by the patient's sister that her brother had recently been diagnosed with left vocal cord paralysis by an ent. He could barely talk and was having wheezing sounds when he talked. The issue began after his recent generator change. This issue was affecting his ability to work. The vns settings were slightly reduced, but this only slightly improved the issue. The ent recommended that the patient get collagen injections and a CT scan. The sister reported that the patient had an upper egd and respiratory issues recently (not alleged against the vns), but the ent and the pcp said that this would not cause the vocal cord paralysis. At the patient's next appointment, his generator's system diagnostics were within normal limits. The patient's device settings were reduced due to the vocal issues. A little less than a month later, the patient's physician reported that the patient had little to no change in settings prior to the patient's symptoms. The physician believed that the vocal cord paralysis may be related to the intubation for the upper egd study as well as intubation, if used, for the generator replacement. The patient was reportedly feeling much better at this appointment and could speak much more clearly, which the physician attributed to the patient's decrease in settings at the last appointment. No further relevant information has been received to date.